Event description:
It was further reported the stimulation failure was due to an old implantable pulse generator (ipg). It was noted the ipg had exceeded useful life. It was noted the old ipg was removed and there was a placement of a new ipg on (B)(6) 2013. Information pertaining to failed stimulation was previously reported under manufacturer's report # 205614751. Any additional information regarding the failed stimulation will be sent under this manufacturer's report # 206154220.

Manufacturer narrative:
Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 389056, lot# j0306776v, implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: lead. (B)(4). Analysis was previously reported in manufacturer's report # 205982949.